Event description:
During an atrial fibrillation procedure, the introducer was leaking near the handle. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of a leak was confirmed. Functional testing of the device revealed a leak within the handle. The handle was opened and the pull wire windows were noted to be torn, consistent with the leak detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft window damage is consistent with torque being applied to the handle while the shaft was constrained and damage during use.